Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral removal and replacement with an unspecified breast implant on (B)(6) 2021. This report is for the left sided prosthesis.

Manufacturer narrative:
On 15-sept-2021, mentor received additional information regarding the patient¿s symptoms and suspected medical device. Initially, bilateral deflation was reported. However, additional information revealed that the patient experienced only left-sided deflation, and the explantation was bilateral due to the age of the implants. On 16-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold in the anterior view. Additionally, a tear was identified within the crease measuring approximately 2.5 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was updated. Investigation summary (update): most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-nov-2021, mentor received additional information regarding the patient¿s symptoms and replacement devices. The patient experienced left-sided breast pain. The patient had a consultation with a healthcare professional on (B)(6) 2021. The replacement devices are two 475cc mentor smooth round moderate profile prostheses ( catalog #: 3501680, right serial #: (B)(6), left serial #: (B)(6)). Manufacturer's reference number: (B)(4).